Manufacturer narrative:
This report is to correct h3. H3: neither samples nor pictures were received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The device history record of reported lot number: 6005583 was reviewed and it was confirmed that no non-conformities were reported during production. "Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 50ml cassette was leaking after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. The event occurred. There was no patient involvement and no patient harm.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 3/10/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was confirmed during analysis. Functional testing and visual inspection performed. A leak was observed at the seam of the internal bag, with a tear in the seem identified.